Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed pairing test: passed. Performed transmitter functional test: passed. Performed share log review: and no data available. Performed bin file review: contains no issues related to the customer complaint. The problem is not confirmed because the transmitter has no issues related to the customer complaint. The reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the allegation could not be determined. A root cause could not be determined.